Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic roux-en-y. During the first two firings over the jejunum, there was more bleeding than the surgeon usually experiences. There was slight tissue whisping of the serosa resulting in temporary tissue damage. The staple line bled so the surgeon used a clip applier to stop the bleeding. No known impact to patient noted.